Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 6-4mm amplatzer duct occluder was chosen for procedure on (B)(6) 2022. During procedure, a 6f amplatzer delivery system was used to place and deploy the device. During deployment of the device presented in a cobra deformation. The device was removed and both the occluder and delivery system were exchanged. A 3-6mm amplatzer duct occluder was chosen and placed successfully using a 5 fr torquevue delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system or anatomical interference. The correct delivery system was used and it was unknown if an anatomical interference occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined.

Event description:
N/a